Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact with its pusher assembly. The embolization coil windings were offset. Conclusions: evaluation of all three smart coils revealed that the embolization coil windings were offset. If the introducer sheath is not properly aligned inside the hub of the microcatheter upon advancement, offset coils winds may result. These offset coils winds may cause the embolization coil to take shape within the microcatheter hub and contribute to the inability to advance the coil pass the hub. Further evaluation of the returned smart coils revealed that the pusher assemblies were kinked in multiple locations. These kinks were likely incidental and may have occurred while packaging the devices for return. Furthermore, evaluation of the third smart coil revealed that the pet lock was broken. This type of damage typically occurs when a force is applied and an attempt is made to detach the coil from its pusher assembly. However, since this smart coil was not advanced into the patient and a detachment attempt was not mentioned in the complaint, this was likely incidental. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01322, 3005168196-2017-01323.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance three smart coils out of their introducer sheaths and into the hub of a non-penumbra microcatheter. Therefore, the introducer sheaths containing the smart coils were removed and the procedure was completed using a total of thirteen smart coils with no further issues. There was no report of an adverse effect to the patient.